Event description:
Placed #22 1" bd insyte autoguard IV catheter in right accessory cephalic vein using aseptic technique, without problem (straight stick) noted blood droplets draining steadily from the distal portion of IV catheter hub and straw of catheter.